Event description:
It was reported that the user experienced hypoglycemia after the ilet delivered insulin while attempting to mitigate a prior hyperglycemic trend, with a documented low of 63 mg/dl, the device alerted for low glucose, the user treated with an oral glucose tablet, and the user disconnected and shut down the pump for the night per guidance. Symptoms included feeling tired. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of available device data and user report. Investigation of this case revealed a hypoglycemic event with device-delivered insulin preceding the low, with no reported device malfunction or hardware issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.